Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that a patient underwent therapeutic ivtm and was subsequently transported from the emergency room (ER) to the intensive care unit (ICU) at approximately midnight on (B)(6) 2017. The primary rn indicated that the patient was already at their goal temperature upon arriving at the ICU. After the patient was transported, the thermogard xp ivtm console was re-initiated. The reporter confirmed the pin wheel began rotating. At an unknown time later, it was reported that the console displayed an air trap warning. Despite multiple attempts to troubleshoot the issue with the console, the air trap warning continued. A secondary thermogard xp ivtm console was brought in. At the recommendation from zoll's technical support, the reporter removed the start-up kit (suk) tubing and connected the suk with the secondary console. However, even though a secondary console was used, the air trap warning continued. After 2 hours of troubleshooting, the health care team ultimately decided to use an alternative machine (arctic sun) to prevent any further delay in care. According to the reporting rn, despite the 2 hour interruption, the patient was able to maintain therapeutic temperature level. There were no reports of patient consequence as a result of the issue. The reporting rn believes that either fluid splashed into the air trap well and/or onto the tubing and trap, or the tubing/ air trap were somehow damaged (undetectable to their eyes) when the patient and console were transported from the ER to the ICU.